Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') and dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. 740680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). The patient was treated with surgery (diagnostic hysteroscopy, d & c, endometrial ablation using novasure and bilateral salpingectomies, laparoscopic removal of essure coils). Essure was removed on (B)(6) 2020. At the time of the report, the uterine haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia and uterine haemorrhage to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('abnormal uterine bleeding') and dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. 740680-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), urticaria ("hives"), autoimmune disorder ("auto-immune issues") and thyroid disorder ("hives thyroid disorder"). The patient was treated with surgery (diagnostic hysteroscopy, d & c, endometrial ablation using novasure, endometrial ablation and bilateral salpingectomies, laparoscopic removal of essure coils). Essure was removed on (B)(6) 2020. At the time of the report, the abnormal uterine bleeding, dysmenorrhoea, pelvic pain, dyspareunia, urticaria, autoimmune disorder and thyroid disorder outcome was unknown. The reporter considered abnormal uterine bleeding, autoimmune disorder, dysmenorrhoea, dyspareunia, pelvic pain, thyroid disorder and urticaria to be related to essure. This lot number 740680 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Reporter information added. Date of insertion updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') and dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. 740680-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). The patient was treated with surgery (diagnostic hysteroscopy, d & c, endometrial ablation using novasure, endometrial ablation and bilateral salpingectomies, laparoscopic removal of essure coils). Essure was removed on (B)(6) 2020. At the time of the report, the uterine haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia and uterine haemorrhage to be related to essure. This lot number 740680 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-jan-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') and dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. 740680-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. In 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain "), dyspareunia ("dyspareunia"), urticaria ("hives"), autoimmune disorder ("auto-immune issues") and thyroid disorder ("hives thyroid disorder"). The patient was treated with surgery (diagnostic hysteroscopy, d & c, endometrial ablation using novasure, endometrial ablation and bilateral salpingectomies, laparoscopic removal of essure coils). Essure was removed on (B)(6)2020. At the time of the report, the uterine haemorrhage, dysmenorrhoea, pelvic pain, dyspareunia, urticaria, autoimmune disorder and thyroid disorder outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, dyspareunia, pelvic pain, thyroid disorder, urticaria and uterine haemorrhage to be related to essure. This lot number 740680 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received. Reporter information, implant date, events "pelvic pain, autoimmune issues, hives, thyroid disorder" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.